Event description:
The pt experienced fluctuating hearing sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturing's specifications. Explantation/reimplantation surgery was performed in 2003.